Event description:
A customer reported that they observed some cracks on the light blue main body of the minicap. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. No further information is available.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. Root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.